Event description:
Healthcare professional reported right side exposure. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of exposure is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: exposure.

Event description:
Healthcare professional reported right side exposure. Device has been explanted.

Event description:
Healthcare professional reported right side exposure. Device has been explanted.

Manufacturer narrative:
Continued e1 additional fax number: (B)(6). Additional, changed, and/or corrected data: b3, d9, e1, h3,h6 device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ exposure : unable to observe since it is a medical event and is not related to the device. Additional observations: ¿ crease flat observed on the device. No further actions are required as the device was implanted.